Event description:
It was reported that the patient implanted with this the rv lead had sepsis. No additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).